Manufacturer narrative:
The customer reported their central nurse's station (cns) is not powering up after it got wet. The uninterruptible power supply (ups) got wet as well. Nihon kohden technical support advised the customer to bypass the ups, and plug the cns directly into the wall, after which the cns booted up and started working as intended. The customer will be ordering a new ups in order to replace the damaged one. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. A ups was used in conjunction with the cns, and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported their central nurse's station (cns) is not powering up after it got wet.

Manufacturer narrative:
Details of complaint: the customer reported their central nurse's station (cns) spontaneously shut down and was not powering back up after it and the uninterruptible power supply (ups) got wet. Nihon kohden technical support (nk ts) advised the customer to bypass the ups, and plug the cns directly into the wall, after which the cns booted up and started working as intended. The customer was planning to order a new ups to replace the damaged one. Service requested / performed: troubleshooting: investigation summary: there was fluid damage to the ups due to user negligence (water spill). The cns manual cautions the user to not install it where it could be exposed to fluids. The cause of the issue could be considered to be improper device setup location. Investigation of the reported issue found the issue to have been caused by improper location for the device to be setup and not due to an nk device deficiency/malfunction.

Event description:
The customer reported their central nurse's station (cns) spontaneously shut down and was not powering back up after it and the uninterruptible power supply (ups) got wet.